Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2015, customer received results of 295 mg/dl and 112 mg/dl within 10 minutes. On 9/17/15 customer received results of 244 mg/dl, 84 mg/dl, and 79 mg/dl within 10 minutes. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.